Event description:
Livanova deutschland received a report stating that an s5 hlm roller pump 150 stopped running and its display went black during the procedure. The involved pump was used as an auxiliary suction pump. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: a livanova field service technician was dispatched on-site and found that the latching mechanism of the pump push button switch broke, allowing it to move to the off position. To solve the issue, the push button switch was replaced. Functional tests were performed and passed successfully. The involved roller pump was released back to its functions. The push button switch is a small, sealed mechanism that completes an electric circuit when it is pressed. When it is in the "on" position, a small metal spring inside makes contact with two wires, allowing electricity to flow. When it's off, the spring retracts, contact is interrupted, and current does not flow. If the switch does not properly latch, most likely its internal spring is faulty. Complaints database review revealed that no further issue has been submitted for this unit since its installation in 2019. Moreover, statistical data analysis hasn't identified any concerning trend for this specific failure mode. Based on the investigation findings, the root cause of the reported event is a faulty pump push button. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.